Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that he pt was admitted due to an embolic stroke and will continue to be monitored. No further info is available.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the pump was not returned for analysis; therefore, a correlation between the device and the reported embolic stroke could not be determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.